Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned, d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: when the doctor removed the suture, the problem of pulling off suture needle happened and fell into the patient's abdominal cavity. The remaining needle was searched for during the operation and finally removed. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. ¿ were there any patient consequences? ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) a review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent laparoscopic ectopic pregnancy + myomectomy on (B)(6) 2024 and suture was used. The surgeon used suture for tissue sewing (the specific sewing tissue and suturing method were unknown) during surgery. After unpacking, the needle pull off when removing the device from package, and the detached needle fell into the patient's abdominal cavity. The surgeon immediately visually looked for the detached needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (the specific product information was unknown) was replaced for sewing. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except for an extended surgery time (specific extension time was unknown), and no subsequent adverse event report was received. Additional information has been requested.